Event description:
It was reported that the rv lead was replaced due to 17 inappropriate shocks caused by oversensing of noise, and a lead fracture. Oversensing and impedance spikes could be seen when pressing on the device. Impedance increased from 500 to 1800 ohms and then back to 500. No further patient complications were reported as a result of this event. Further information from an attorney alleges the plaintiff has sustained and will continue to sustain severe physical injuries and/or death, and severe emotional distress as a result of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.

Event description:
The patient further reported that "I had a lead short my heart out", that the patient was knocked on the floor 14 times, and that "it burned the muscles in my chest real bad." The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).